Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating that a surgical intervention took place on (B)(6) 2023 wherein the ipg was repositioned in the same pocket and sutured down. Pre operatively, impedance was high on one contact, hence one of the lead tails was removed and reinserted in the ipg header. However, the contact still had high impedance. The physician opted not to replace the lead, since the contact with high impedance was not utilized. Reportedly, patient has adequate bilateral coverage/therapy. The pain at the ipg site has decreased post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-04354. It was reported that the patient is experiencing ineffective therapy on the left side due to lead migration. Additionally, patient¿s ipg is flipping resulting in pain/discomfort at the ipg site. As such, surgical intervention may take place at a later date to address the issue.